Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device was received with the new style all black retainer still attached to the device case. No damaged/missing/detached retainer noted. Device had scratched display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and clear plastic ring on the insulin pump was missing. Blood glucose reading was 37 mg/dl. The customer was treated with food for low blood glucose. The customer stated that he lost his consciousness at that time due to very low readings. The customer also mentioned that after 15 minutes of introducing glucagon shots, the reading went to 81 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not use auto mode feature. The customer stated that reservoir did lock in place. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will be returned for analysis.